Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the complete lead was returned intact. The helix was extended and there was dried body fluid and tissue within the helix housing. Setscrew marks were in the correct location on the terminal pin. Resistance testing found that the lead was electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead had dislodged one week post implant. A revision procedure was attempted; however, the helix could not be properly extended for repositioning and the lead was explanted. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead had dislodged one week post implant. A revision procedure was attempted; however, the helix could not be properly extended for repositioning and the lead was explanted. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.